Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced a high blood glucose level that was over 500 mg/dl. They did not mention any symptoms of the customer's blood glucose levels. They treated the high blood glucose with manual injection. The customer's current blood glucose level was 265 mg/dl. Troubleshooting was performed and insulin was able to exit without incident. It was noted that there were no air bubbles, leaks, and bent cannulas. The customer will be sent a tubing clamp. They will call back to perform the no delivery test. The device will not return for analysis.